Event description:
It was reported that the device was used during a laparoscopic cholecystrectomy. It was reported by the rep that the al326 instrument was used to clip the cystic duct during the procedure. The surgeon fired across the duct, and upon opening the jaws. A clip flew out. The stapler then jammed and would not fire again. The case was completed by using another instrument. There was no consequence to the pt.